Event description:
The customer reported that the insulin pump had a partial display for several hrs. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly.